Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Date of explant: (B)(6) 2019.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls as a duplicate information of MFR 3006630150-2019-05053 and should not have been reported on a 3500a MDR form.